Event description:
The pt had an ams miniarc sling implanted. It was reported that she has "mesh erosion into her bladder." The pt is scheduled to have a mesh removal procedure performed on (B)(6) 2012.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.